Event description:
Procedure type: lumbar sympathectomy. According to the reporter: a white plastic piece of the lock fell off the instrument while lock was being activated. There was no report of pieces falling into the cavity. A new instrument was used to complete the procedure. No pt injury was reported.